Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h4, h6, and h11. The infection could not be confirmed but the subsidence was confirmed via review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with loosening and medial subsidence of the tibial component. Moderate joint effusion. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined for the tibial loosening and subsidence. For the infection portion of the issue, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device following sterile certificate reviews. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to tibial subsidence and infection.

Manufacturer narrative:
(B)(4). D10 medical devices: vngd ps open por fmrl lt 62.5 catalog#: 184526 lot#: 599980. Vgd ve ps+ tib brg 71/75x12mm catalog#: ve183742 lot#: 65038345. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.